Manufacturer narrative:
An evaluation of the device cannot be performed as the devices were retained at drexel implant research center. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
The arthroplasty was revised due to instability and pain. The tibial insert was revised.

Manufacturer narrative:
An event regarding instability involving a x3 triathlon cs insert #3 13mm was reported. The event was not confirmed. No device returned. Photo provided for analysis showed some scratches on superior and inferior surface of the insert. No medical evaluation performed as no medical records were received. Device history review. Indicated all devices accepted into final stock met specifications. Complaint history review. There have been no other events for the lot referenced. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device.

Event description:
The arthroplasty was revised due to instability and pain. The tibial insert was revised.